Event description:
It was reported that the patient experienced multiple seizures the day prior to the report that required going to the ER. The patient¿s caregiver was concerned that the patient¿s device was not working anymore or that the battery was low. No additional pertinent information has been received to date.

Event description:
It was reported that the patient was seen for a vns follow up. According to the patient¿s provider, the increase in seizures was not related to vns, and that stress was a contributing factor. The seizure rate was still below pre-vns baseline levels. The provider made medicine changes to help address the increase in seizures. No additional pertinent information has been received to date.